Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had high blood glucose of 511 mg/dl. They treated with the insulin pump. They were assisted with reconnecting their meter to the insulin pump. They were on auto-mode. The device will not be returned for analysis.